Event description:
It was reported that during a hepatectomy, the tissue pad was detached off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the clamp arm detached and missing. As the tissue pad is attached to the clamp arm, which was not returned with the device, no information can be provided regarding the tissue pad being detached from the clamp arm. The device was tested with a generator and was functional. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.